Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 2 atmospheres. The device was removed without any problem and the procedure was completed with a different device. No patient complications reported and the patient was in good condition post-procedure.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from the inner shaft and coming out of the tip. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the hypotube of the returned device. The inner shaft was found to be completely detached at the distal tip bond. This type of damage could potentially have occurred due to the device being advanced over a damaged guidewire or wire which is not the correct size. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 2 atmospheres. The device was removed without any problem and the procedure was completed with a different device. No patient complications reported and the patient was in good condition post-procedure.